Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-00508 addresses the leveen probe, manufacturer report # 3005099803-2013-00509 addresses the rf3000 radiofrequency generator, while manufacturer report # 3005099803-2013-00510, manufacturer report # 3005099803-2013-00511, manufacturer report # 3005099803-2013-00512, manufacturer report # 3005099803-2013-00513 addresses the four polyhesive patient return electrodes. It was reported to boston scientific corporation on (B)(6) 2013 an rf3000 radiofrequency generator, four polyhesive patient return electrodes, and a leveen standard electrode were used during a hepatic radiofrequency ablation (rfa) in the liver procedure performed on (B)(6) 2013. According to the complainant, the procedure was completed without incident; however following the procedure the radiographer noted redness. In the recovery room, the patient complained of thigh pain and a physician found second degree burns on the surface of the inner sides of the thighs. He also noted redness caused by minor burn on the outer thighs. The physician prescribed a jelonet and dry dressings for the inner sides and biafine for the outer thighs. It was confirmed that the patient was not hospitalized for a longer period of time due to the burns. The patient was treated for the burns and no longer suffers any pain.

Manufacturer narrative:
The initial reporter's number is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.